Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. The pump was unable to perform displacement test or verify motor error and device software error alarms due to motor error alarms. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and device software error from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated with an injection. The customer stated that the alarm occurred during rewind sequence. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.